Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough. The patient was prescribed steroids in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough. The patient was prescribed steroids in response to the reported event. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged nasal/throat irritation or soreness, congestion, cough and taken 2 steroids shots. In the initial report h10 section was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of a tiny black piece of unknown contamination at the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes tiny black piece of unknown contamination at the bottom of the blower box inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on nov 12, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, congestion, cough and taken 2 steroids shots, patient to develop a cough related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of serious patient harm or injury. Sections b1, b2, h1 and h6 have been corrected in this report as follows: b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.) B2 was corrected to blank. (Previously, it was other serious or important medical events.) H1 was changed from serious injury to malfunction.